Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-04558 / 04561).

Event description:
It was reported patient underwent a proximal femur procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6), 2013 due to dislocation. During the procedure, the surgeon was unable to break the taper bond between the stem and diahpyseal segment. As a result, the femoral component and modular head were removed and replaced to reduce the length of the implant. Patient underwent a second revision on (B)(6) 2013 due to dislocation. Surgeon attempted to break the taper bond between the stem and diahpyseal segment and was again unsuccessful. The femoral component and modular head were removed and replaced.